Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the outer insulation of the left ventricular lead does not appear to be intact, however all electrical measurements are good. The lead remains in use. No patient complications have been reported as a result of this event.